Event description:
The electrode tip came loose within the joint during the procedure, the surgeon took out the electrode and also found the loose metal tip from the shoulder joint. The staff opened a new vapr probe and completed the product complaint form, with broken pieces from the defective probe. Mitek complaints received this complaint report from our affiliate on (B)(4) 2013

Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode. A corrective action has been opened for investigation of this failure mode. No further action is warranted at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The electrode tip came loose within the joint during the procedure, the surgeon took out the electrode and also found the loose metal tip from the shoulder joint. The staff opened a new vapr probe and completed the procedure. Mitek complaints received this complaint report from our affiliate on (B)(6) 2013.

Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode. A corrective action has been opened for investigation of this failure mode. No further action is warranted at this time. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The electrode tip came loose within the joint during the procedure, the surgeon took out the electrode and also found the loose metal tip from the shoulder joint. The staff opened a new vapr probe and completed the procedure. Mitek complaints received this complaint report from our affiliate on march 3, 2013. The following additional information was received via email from our affiliate on 3-13-2014; the sales rep who reported the product complaint is no longer with the organization. The complaint device was discarded by the customer, not returned by the sales rep. No information was available regarding whether there were any adverse patient consequences. The event description from the submitted complaint form should be; the electrode tip came loose within the joint during the procedure, the surgeon took out the electrode and also found the loose metal tip from the shoulder joint. The staff opened a new vapr probe and completed the procedure.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to mitek, however mitek would like to file this initial report at this time. When and if additional information is received it will be reflected in a follow-up report.